Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. It was discovered that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was stable.